Manufacturer narrative:
Device received with cracked reservoir window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. Device passed self test no missing segments noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen on the reservoir compartment had crack makes hard to see fluid inside the insulin pump. The customer¿s blood glucose level was unknown at time of incident. Insulin pump had random no delivery alarms. Customer declined troubleshooting. The insulin pump will not be returned for analysis.